Event description:
It was reported that the patient was experiencing stimulation in the wrong location. For the past couple of days the patient had been feeling uncomfortable stim in her bottom instead of the vaginal area where she used to feel it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v510039, implanted: (B)(6) 2011, product type lead. (B)(4).